Event description:
Additional information was received from healthcare professional. They did not have documentation regarding the issue with the patient's stimulator or leads.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3587a25, lot# n141387, implanted: (B)(6) 2008. Product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for occipital neuralgia, head/neck (non-malignant), and spinal pain. It was reported that the patient had a loss of stimulation. It was stated that the lead was fractured, and the patient was only getting stimulation to one side and not the other. The stimulation was said to be for the optic nerve. It was reported that no falls, trauma, or emi were related to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was determined that report number 3004209178-2017-18252 contained a duplicate of the event contained within this report (report number 3004209178-2017-01808 ). To this end, if any additional information is received, it will be submitted under report number 3004 209178-2017-01808, rather than 3004209178-2017-18252. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of the clinical study. The patient reported decreased therapeutic relief on (B)(6) 2017 and was scheduled for a device replacement secondary to the ins nearing end of life. (The patient elected to have the ins and leads replaced.) The patient was not getting adequate coverage. Data from (B)(6) 2016 confirmed out of range impedances. Operative note indicates the existing leads were no longer supported and demonstrated high impedances. The leads were explanted and replaced on (B)(6) 2017 and that the ins was repositioned during the surgery. Regarding the increased pain at the ins site, no factors were determined that may have contributed to the increased pain. The ins was initially implanted in the right buttock. The event resolved without sequelae. The patient's weight at the time of the event was reported as (B)(6) pounds per the healthcare professional of the clinical study. No further patient complication was associated with the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the patient with a manufacturer's representative on (B)(6) 2016 to adjust their stimulator and it was determined that the lead on their left side of program # 2 was fractured. To resolve the issue they increased their dosage of ami triptyline to help the burning sensation on top of their scalp. It was also noted that the issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3708340 (B)(4) product type extension product ID 3708340 (B)(4) product type extension product ID 3587a25 lot# n141387 implanted:(B)(6) 2008 explanted: (B)(6)2017 product type lead product ID 3587a lot# n067274 implanted: (B)(6)2008 explanted: (B)(6)2017 product type lead device analysis for ins (B)(4) revealed no anomaly found. Device analysis for lead n141387 revealed no significant anomaly. The body was cut thru, product segmented. Device analysis for lead n067274 revealed no significant anomaly. The body was cut thru, product segmented. Device code (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Other applicable components are: product ID: 3708340, serial# (B)(4), product type: extension; product ID: 3708340, serial# (B)(4), product type: extension; product ID: 3587a25, lot# n141387, implanted: (B)(6) 2008, product type: lead; product ID: 3587a, lot# n067274, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.